Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 600 mg/dl. It was stated that the customer was experiencing high glucose for the past three days. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. Reviewed the programming and found that the daily totals do not match the bolus and basals. The customer's most recent glucose reading was 179 mg/dl, and he was treated with manual injections. No further info was provided.